Event description:
IV tubing was in use to administer a continuous infusion of cytarabine 300mg & etoposide 160mg in 1000ml d5ns over 24 hrs (42 ml/hr). Pt noted that latex at injection site ports was beginning to bulge/pull away from the plastic of the IV tubing. The tubing was changed approx 6-8 hrs into the infusion. Although no spill resulted, at the time of the tubing change, the latex port rubber had split. A similar problem was noted with the replacement tubing (hung for approx 18-20 hrs) with same cracking /deterioration of the rubber, but no split.